Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon troubleshooting, fse found that the battery indicator was flashing in red, and the wi-fi indicator was in red. So fse replaced the wireless footswitch and the base station, but it did not resolve the issue. Upon functional testing, fse found that the table base connection board was faulty and replaced the table base connection board. The replaced table base connection board was returned to philips for further analysis. The analysis confirmed that the failure was due to broken pins on one of the male connector ports. Following the replacement of table base connection board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.